Event description:
Patient was scheduled for a PICC (peripherally inserted central catheter) insertion for chemotherapy. Patient was consented and time out done. The patient was sterilely prep and draped. PICC insertion was attempted on the right basilic vein. Basilic vein was accessed with a 21g needle under ultrasound. Guidewire was passed through the needle into the vein with no resistance. Introducer was passed over the guidewire and guidewire was removed tip intact. The PICC stylet was retracted to trimmed the PICC catheter. After the trimming of the catheter, the stylet was re-advanced to the tip of the PICC. The dilator of the introducer was removed, the PICC line was advanced to probably about 15-20cm and there was some resistance, possible venous spasms or occlusion. The peel away introducer was removed. PICC line was retracted and adjusted multiple times to attempts to properly position the PICC line, but it was unsuccessful. The procedure was aborted. When the PICC catheter was removed from the patient, the PICC and stylet was examined by the PICC nurse and noticed that tip of the stylet was missing probably about 3-4 cm. The PICC nurse look through the sterile field and could not find the missing tip of the stylet. PICC nurse informed the patient about the situation. Notified the rn, md, and interventional radiologist. The intervention radiologist wanted a chest x-ray and right arm x-ray to locate the piece of the stylet. After, the x-rays were done the patient was transferred to outpatient special procedure area (ospa) and to the interventional radiology (ir) for foreign body removal. The piece of the stylet was retrieved from the patient and was sent to pathology.